Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the following was found: the instrument failed to deliver energy during in house testing. The instrument was placed and driven on a in house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument failed continuity and did not released energy on several attempts. The instrument was not fully functional. Additional investigation findings revealed: the instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the eiib board pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled, and it was confirmed that the conductor wire had broken at the proximal end, near the internal hypotubes. The complaint regarding the instrument not working was confirmed by failure analysis.

Event description:
It was reported that during a vinci-assisted surgical procedure, the customer reported the maryland bipolar forceps was not working. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: follow-up: on 11/07/2024, the robotic coordinator informed the instrument was inspected prior to use, with nothing out of ordinary. There were no signs of thermal damage. The instrument did not collide with any other instrument or tool during the procedure. The case was completed with another instrument. There were no fragments that fell into the patient. There was no harm or injury to the patient. There is no recording or images of the procedure. The damaged was first observed when the instrument was removed from the patient. The customer did not provide patient demographics.